Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reports necrosis, cyst, and lymphadenopathy, as seen on MRI. Additionally, healthcare professional reports left side capsular contracture, baker grade IV.

Event description:
Patient reported left side infreciton, ¿lump in the left breast where it was growing very fast, and then a 100ml of fluid was removed¿ and ¿feeling as if the lower part of the left device has cracked.¿ device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., g.2.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side infreciton, ¿lump in the left breast where it was growing very fast, and then a 100ml of fluid was removed¿ and ¿feeling as if the lower part of the left device has cracked.¿ device remains implanted.